Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to performed the excessive no delivery alarm due to motor error alarm anomaly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm as well as no delivery alarm. Customer's blood glucose level at the time 132mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.